Event description:
Failure to osseointegrate.

Event description:
Implant failed due to a fracture / additional information provided by the customer.

Manufacturer narrative:
Implant failed due to a fracture / additional information provided by the customer.